Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired removal of her breast implants. As a result, the patient underwent removal without replacement on (B)(6) 2022. During the removal, there was significant gel bleed reported associated with the left breast implant. No reported delays or patient outcomes were reported. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear was observed on the posterior view extending to the anterior view within the shell abrasion measuring approximately 5.5 cm, the gel that was observed on the shell could be caused by the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: (B)(4).